Event description:
The following has been reported: biomed reported: following pump stopped working during infusion, no patient harm. A preliminary review identified the following issue: unexpected stop. An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Additional information received 5/12/2025: upon further review of logs an additional issue was identified: sensor hardware failure (set ID sensor). The logs do not confirm the stoppage was due to set ID sensor. Infusion stops were initiated by the user. Additional information is needed to complete the investigation.

Event description:
Device returned for set ID sensor failure. Device displayed an air in line message when a cassette was loaded on to the device. Log files were reviewed and no errors or failures related to the set ID were present. The device was opened to inspect for internal damage. No internal damage was found. During inspection of the fva assembly it was observed that the sensor for the dsps (u7) on the fva flag board was malfunctioning. The small metal ball bearing that slides in and out of the sensor was found to be stuck on the inside of the sensor. The pcba, av flag board was replaced during investigation. After the dsps sensor on the new flag board was calibrated, the device was able to perform a mock infusion without failure.